Event description:
In 2005 the reporter contacted lifescan on behalf of the pt alleging that pt's one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the reporter four days later to obtain/verify info. The pt's relative provided the following info: on an unknown date, the pt obtained a result in the low 100 mg/dl range at 10:00 am, while feeling disoriented and having cold sweats. They had been experiencing low symptoms all day long, while obtaining relatively "normal" blood glucose results. Pt's relative decided that they would not take their usual medication since they seemed to have been experiencing low blood symptoms and had refused to eat breakfast or lunch. The paramedics were contacted and they arrived within 3 minutes of thier 100 mg/dl result. They were administered a glucose injection based on a 40 mg/dl result obtained on the emergency medical technician meter. The pt was not transported to the hosp. The pt's relative mentioned that they would have taken action sooner if the meter had prompted a lower result. Pt had been experiencing diarrhea and seemed dehydrated on the day of concern. The paramedics suggested that they replace the meter for an accucheck brand; however, pt's relative refused to change products. The pt tests 3 times daily and normally obtains results between 92 mg/dl and 151 mg/dl. Pt had been using alcohol swabs to clean pt's fingers (improper cleaning method) and using expired test strips. The customer service agent was unable to walk the reporter through quality control testing 4 days ago, since the control solution had expired. There is no indication that the product(s) malfunctioned, since the test strips were expired and the pt was dehydrated. According to the test strip literature, patients will obtain "falsely low results" if they are severely dehydrated. The expired control solution was replaced.